Manufacturer narrative:
(B) (4). Final device analysis of the pump revealed no anomaly found; normal device function.

Event description:
The product was returned with no info. Telemetry of the device revealed the pump contained a mixture of fentanyl and bupivacaine. The pump was returned in stopped pump mode. The pump had been stopped for 1092 hours, 15 minutes by a stop command. Add'l info received reported that the pt's pump was identified as one of the one's that might fail. This caused the pt a lot of anxiety, and as the pump needed to be repositioned, the decision was replaced at the same time.